Event description:
During follow up visit to oral surgeon patient complained that they could not extend lower arms bilaterally. Surgeon noted ecchymosis and erythema. Six days earlier pt had a leforte I osteotomy with advancement with a right cheek implant. Surgery time was approximately 7 hours. Patient was positioned in accordance to policy and procedure. Because this was going to be a long surgery, the circulating nurse decided to use the gel arm pads that were on trial at the facility. Arms were placed in gel arm cradler, positioned at side with thumbs up and secured with draw sheet, just snug enough to prevent sagging or dangling during case. Patient was referred to neurologist-visit 2 weeks later impression: bilateral brachial radialis myositis of unknown etiology. Treated with physical therapy. Orthopedist visit with comments "resolved bilateral elbow strain." Released for work.